Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off and the reservoir does not stay locked in. The insulin pump was missing o-ring, had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and peeling address serial label.

Event description:
Customer reported via phone call damage on the insulin pump. Troubleshooting for damage was performed. Customer advised the reservoir would not lock into place, the reservoir compartment was damaged, the black o-ring was not in the reservoir compartment, the plastic was jagged and the rubber o-ring was missing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.